Event description:
It was reported that the patient faced an event of insulin flow occlusion due to bent cannula on (B)(6) 2026.

Manufacturer narrative:
E1: name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4).